Event description:
Atrial lead dislodgement occurred within a week of implant. The lead was removed and replaced with atrial leads from differing vendor. Explanted lead was discarded. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.